Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned in two pieces. External insulation abrasion due to friction to the device can breaching the optim sheath only was noted at 40.5 cm to 40.8 cm and 47.6 cm to 47.8 cm from the distal tip. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.